Manufacturer narrative:
The pump was returned to animas and evaluated on 20-jul-2018 with the following findings: the pump¿s black box showed voltage fluctuations leading to low battery warnings. Corrosion was observed in the battery compartment. The battery cap had a worn top. The pump¿s current draws were within specifications. There was no duplicated battery life issue observed during the investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.